Event description:
The customer reported the device does not power up under ac power. The power indicator is amber at all times and the battery indicator appears to indicate charge in progress. No patient involvement reported.